Manufacturer narrative:
Date rec'd by MFR: 18jun2019. A visual inspection of the gas delivery system (gds) revealed no signs of damage or contamination. During testing of gds, it was determined that the unit failed flow testing due to a defective u1 component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 22apr2019, the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the oxygen concentration was set to 100% the device read 93.6% the fse replaced the flow sensor assembly and the issue was resolved. The device is pending further evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.